Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a surgical procedure, the patient experienced inappropriate shock from the implantable cardioverter defibrillator. The inappropriate therapy was caused by use of electro cautery during the procedure. There were no known malfunctions with the implantable cardioverter defibrillator. The patient condition was stable post procedure and the patient was scheduled for continued monitoring.